Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently with abdominal pain. Currently the aortic neck is 10 mm in length. The physician stated the aneurysm was currently 10 cm in diameter. The stent graft had migrated approximately 8 mm below the lowest renal artery. The physician performed an angiogram and there appeared to be no endoleak. The physician stated while looking at the CT they noticed a type ii endoleak. The physician also stated they thought there could be a type 3 endoleak from the left limb. The physician stated the cause of the event is unknown. The physician placed a (B)(4) endurant aui stent graft and an endurant (B)(4) limb up the right side then placed two 18 mm talent occluders into the left limb. The physician then performed a fem-fem crossover graft. No additional clinical sequelae were reported and the patient is fine.